Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 06/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: the black box showed evidence of loss of prime illustrated with ¿cs162¿ loss of prime due to low non zero force warning and loss of prime due to force equal zero warnings 04/17/2015. An ez-prime sequence was performed correctly with no ¿cs162¿ warnings or any other errors, alarms or warnings during the investigation. The force sensor (fs) calibration was found to be out of specification. The pump was disassembled and no contamination or damage was found internally. Further inspection found that the force sensor o-ring was not properly inserted during the assembly and a part of it was exposed in the cartridge compartment leading to a low fs calibration reading.